Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported inaccurate information (padprint s-l instead of a-p) appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the incorrect label on the sgc. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve however when checking the perpendicular angle of the clip, it did not go straight as it moved to the lateral side. The delivery catheter (dc) appeared to be bent therefore it was removed without issue. A new cds was used and the clip implanted, reducing mr to 1. It was noted the sticker on the steerable guide catheter (sgc) was marked s-l instead of a-p. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.